Event description:
It was reported that the patient presented in clinic due to throbbing in his chest. Device interrogation revealed extracardiac stimulation due to an insulation breach on the right ventricular (rv) lead. The physician elected to explant and replace the (rv) lead. There were no patient consequences.